Manufacturer narrative:
(B)(4). The customer reported, the unit failed to charge the battery on ac power. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported, the unit failed to charge the battery on ac power.